Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a splenic artery embolization, the implant coil detached during withdrawal without use of the controller. The implant coil detached in a satisfactory position in the treatment site and was left in place. There was no reported patient injury or intervention.

Manufacturer narrative:
Physical inspection of the device found the implant separated from the pusher with no signs of thermal detachment. The implant was received severely stretched with broken gel at the proximal section. The monofilament was extracted from the pusher body coil and displayed a stretched tail shape at the tip, indicating a tensile break. The green lead wire solder joint was found broken. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction or tensile forces over specification.